Manufacturer narrative:
Evaluation summary: cartridge complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) there was a foreign substance on the lens. The substance was removed. The customer feels it might have come from the cartridge. Additional information was requested.

Manufacturer narrative:
The company (d) cartridge was not returned for evaluation. Cartridge complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The lens model indicated is not qualified with this cartridge. The reported lens model is only qualified with the company ii b and iii c cartridges. The indicated viscoelastic is not qualified for company cartridge use. It is unknown if a qualified handpiece was used. The root cause for the reported foreign material could not be determined. The company iii d cartridge was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).